Manufacturer narrative:
(B)(4).

Event description:
It was reported "printer not responding. Red x over printer key and flashing printer key.they tried to make a recording and the printer stopped responding. There is a red x over the printer key and theprinter key was flashing. The pump has been in use for over 24 hours.we did a screen reset. The red x is gone and the printer key is not flashing. They tried to print a strip again andthe printer stopped responding and the red x was back and the printer key was flashing. The alarm historyshows two system error 10. Pump will be switched out for a second pump". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "printer not responding. Red x over printer key and flashing printer key.they tried to make a recording and the printer stopped responding. There is a red x over the printer key and theprinter key was flashing. The pump has been in use for over 24 hours.we did a screen reset. The red x is gone and the printer key is not flashing. They tried to print a strip again andthe printer stopped responding and the red x was back and the printer key was flashing. The alarm historyshows two system error 10. Pump will be switched out for a second pump". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "printer not responding" is confirmed based on the picture provided. No part was returned for investigation. The picture of the recorder strip shows the pump triggered system error 10 alarms. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the system error 10 alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.